Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 25 mg/dl; cause was unknown. Customer consumed carbohydrates, and required assistance from emergency medical technicians (emt). Emt administered intravenous sucrose to address low bg level. Recommendation was made to discuss diabetes management with a health care professional.